Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if this occurred while infusing on a pt. However, the facility rep stated that no pt incidents were reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.